Event description:
Procedure: customer states: used with forceps, ligasure blunt tip, and hemo-lok clip for legation etc. Amount of air in balloon: 20 cc. 30 minutes after procedures started the balloon got broken and could be used no more. New one was opened to complete the case with no problem. No patient harm. The patient current status: good operating time extended: less than 30 min. Tissue damage: no. Nothing fell into the cavity. No bleeding. Patient info: gender: unknown, age: unknown, weight: unknown note: the customer did not report if reinforcement material was used or not.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)